Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized after experiencing diabetic ketoacidosis. Multiple attempts were made to follow up with the customer; however, no additional information was provided on the reported event.